Manufacturer narrative:
This MDR is related to ge healthcare complaint number (B)(4).

Event description:
The customer reported that the system did not boot up. The indicator at the rear of the work station displayed a different image each time.